Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) device at an unknown date due to product performance issues. The pump stayed flat. No patient complications related to device.